Event description:
Same case as mfg 2134265-2009-06036, 2134265-2009-06038, and 2134265-2009-06039. It was reported that post rotational atherectomy, a patient death occurred. A pacemaker was implanted as prophylaxis via the right femoral vein. The right femoral artery was the access site for the next procedure. The 70% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A rotalink 1.75mm burr, a rotalink advancer, a rtw floppy guide wire, and a quantum maverick balloon 15mm x 2.5mm were used in the procedure, with a good angiographic result, but subsequently, the patient experienced refractory hypotension and bradycardia. The patient did not respond to advanced cardiopulmonary resuscitation maneuvers during 30 minutes. It was decided to conclude the procedure, and the patient death occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.